Event description:
During the procedure, deltaplush 2x4 coil was pre-detached in the sheathe. He removed it safely. Deltaplush 1.5x4 did not advanced through mc. He removed it safely and used another same size coil. The procedure was successfully done.

Manufacturer narrative:
During a coiling procedure of an unknown vessel, a deltaplush 2x4 coil (cpl10020430/c14998) was reported to have unintentionally detached in the sheath prior to insertion into patient. An adequate continuous flush was maintained through the microcatheter. It is unknown if there was resistance during advancement/withdrawal of the coil through the microcatheter. Coil entanglement with previously placed coils was reported as being suspected to contribute to the event. The coil was safely removed. During the same procedure, a deltaplush 1.5x4 (cdf10015430/c15913) did not advance through the headway 17 -45 degree microcatheter (details unknown) after insertion through the hub. Only the coil was removed and another same size coil was used with the same microcatheter to complete the procedure. There was no damage noted on the coil after use. An adequate continuous flush was maintained through the microcatheter. There was no patient adverse event reported for either device malfunction and the case was successfully completed. Neither of the devices involved in the reported complaint were returned for analysis; therefore, the complaint cannot be confirmed and a root cause cannot be established. A review of the manufacturing documentation associated with both devices lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information received, no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown), deltapaq cerecyte microcoil 1.5mm x 4 cm (cdf10015430/c15913).

Manufacturer narrative:
It was reported that the deltaplush 2x4 coil (cpl10020430/c14998) pre-detached in the sheath prior to insertion into the patient. The proximal section of the returned deltaplush 2x4 coil (cpl10020430/c14998) has severe buckling and compression damage and the distal section is undamaged. The detachment fiber has been mechanically severed and the outer sheath has been severely compressed. Located 12.0cm off the distal tip of the green introducer, the device positioning unit (dpu) protrudes outside the sheath. The coil is located inside the introducer sheath adjacent to the protruding dpu. The distal section of the outer sheath has been severely compressed. The evidence strongly suggests that interference caused the dpu to protrude outside the sheath, caused the proximal section of the coil to severely buckle, and caused the unintended mechanical detachment of the coil from the dpu via the detachment fiber. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the available information the root cause of the premature detachment cannot be determined; however, based o the analysis interference during advancement/retraction appear to have contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.